Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head does not hold properly, comes loose-oral-b [device connection issue]. Case narrative: consumer contacted via phone stated that brush head does not hold properly with the original brush on the sales package and a replacement brush when it cleans his molars, the brush comes loose. No injury was reported.

Manufacturer narrative:
26-jun-2025 - complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head does not hold properly...comes loose-oral-b [device connection issue]. Case narrative: consumer contacted via phone and stated that brush head does not hold properly with the original brush on the sales package and a replacement brush when it cleans his molars, the brush comes loose. No injury was reported. 30-apr-2025, device component information added to data received on 29-apr-2025. 20-may-2025, device information and device medwatch information updated to data received on 15-may-2025. 26-jun-2025 (product investigations result): product return was received and evaluated. User handling was identified as root cause for the complaint. No injury was reported.

Event description:
Brush head does not hold properly...comes loose-oral-b [device connection issue]. Case narrative: consumer contacted via phone and stated that brush head does not hold properly with the original brush on the sales package and a replacement brush when it cleans his molars, the brush comes loose. No injury was reported. On 30-apr-2025, device component information added to data received on 29-apr-2025. 20-may-2025, device information and device medwatch information updated to data received on 15-may-2025.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text : pending investigation.